Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and customer was unable to complete the check. No additional information was provided. Customer¿s blood glucose level was 120-150 mg/dl.